Manufacturer narrative:
Quality-safety evaluation of ptc received on 22-nov-2016: the bayer reference number for the ptc report is (B)(4). Sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced right side pelvic pain / sharp pelvic pain and heavy bleeding (seen as genital haemorrhage). She underwent an unspecified pelvic surgery about 3 and a half years after insertion. The events are anticipated in the reference safety information for essure. Pelvic pain and abnormal genital bleeding / menstrual pattern changes may occur during essure therapy. Considering the implied temporal relationship and the lack of alternative explanation, causality between reported events and essure use cannot be excluded. Although the surgery performed was not specified, in order to assure the safety side, company considered it to be related to essure. Therefore, as the intervention was required, this case is regarded as incident. Additionally, non serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This initial spontaneous case report was received on 13-oct-2016 from a lawyer in the united states, on behalf of a plaintiff female consumer of unspecified age who had essure (fallopian tube occlusion insert) coils implanted on (B)(6) 2012 for birth control. In or around 2012, the consumer began to experience symptoms that included, but are not limited to incontinence, painful bloating, irregular and painful menses, heavy bleeding, migraines, weight gain, dizziness, sharp pelvic pain, and right side pelvic pain. On (B)(6) 2015, it was determined that the consumer required surgical intervention to address her complications. At that time, the consumer underwent a pelvic surgery to try and alleviate the symptoms. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced right side pelvic pain / sharp pelvic pain and heavy bleeding (seen as genital haemorrhage). She underwent an unspecified pelvic surgery about 3 and a half years after insertion. The events are anticipated in the reference safety information for essure. Pelvic pain and abnormal genital bleeding / menstrual pattern changes may occur during essure therapy. Considering the implied temporal relationship and the lack of alternative explanation, causality between reported events and essure use cannot be excluded. Although the surgery performed was not specified, in order to assure the safety side, company considered it to be related to essure. Therefore, as the intervention was required, this case is regarded as incident. Additionally, non serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device ¿ location of device: endometrial cavity"), pelvic pain ("right side pelvic pain / sharp pelvic pain/ constant severe pelvis pain on both sides/ pain"), genital haemorrhage ("heavy bleeding/non stop bleeding") and haemorrhagic cyst ("hemorrhagic cyst") in an adult female patient who had essure (batch no. 919036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2004, (B)(6) 2008, (B)(6) 2011), cholecystectomy, gravida in 2004, gravida in 2012 and gravida in 2008. No chest pain, constipation diarrhea, dysuria, fever, shortness of breath, vomiting. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2011 to 2012. Concurrent conditions included cyst, postpartum bleeding, smoker, abdominal pain, kidney stones, depression, right lower quadrant pain since (B)(6) 2015 and perineal pain. Family history included thyroid disorder (mother). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), incontinence ("incontinence"), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), migraine ("migraines"), weight increased ("weight gain") and dizziness ("dizziness"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), haemorrhagic cyst (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), vaginal infection ("vaginal infection"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headache"), nausea ("nausea") and female sexual dysfunction ("apareunia"). The patient was treated with surgery (removed during partial hysterectomy), surgery (robotic assisted bilateral salpingectomy and hysterectomy, left ovarian cystectomy), surgery (removal of uterus, birth control pills eventual essure removal) and surgery (left ovarian cystectomy). At the time of the report, the device expulsion, genital haemorrhage, haemorrhagic cyst, incontinence, abdominal distension, menstruation irregular, dysmenorrhoea, migraine, weight increased, dizziness, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and vaginal infection outcome was unknown and the pelvic pain, dyspareunia, headache, nausea and female sexual dysfunction had resolved. The reporter provided no causality assessment for haemorrhagic cyst with essure. The reporter considered abdominal distension, cystitis, device expulsion, dizziness, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, incontinence, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion cyst was previously 3.9 cm on CT. On (B)(6) 2015, CT scan done showed 3.9 cm right adnexal cyst but otherwise no abnormalities. Concerning the injuries reported in this case, the following one/ones were reported via social media hemorrhagic cyst. Most recent follow-up information incorporated above includes: on 25-jan-2018: plaintiff fact sheet and medical records received- all relevant medical history, concurrent condition, concomitant medication were added. Events apareunia, migration of essure device ¿ location of device: endometrial cavity,hemorrhage cyst, nausea, headache, dyspareunia (painful sexual intercourse), vaginal infection, urinary infection, bladder infection, menorrhagia, abnormal bleeding (vaginal) were added.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device ¿ location of device: endometrial cavity"), pelvic pain ("right side pelvic pain / sharp pelvic pain/ constant severe pelvis pain on both sides/ pain"), genital haemorrhage ("heavy bleeding/non stop bleeding") and haemorrhagic cyst ("hemorrhagic cyst") in an adult female patient who had essure (batch no. 919036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 2004, (B)(6) 2008, (B)(6) 2011), cholecystectomy, gravida in 2004, gravida in 2012 and gravida in 2008. No chest pain, constipation diarrhea, dysuria, fever, shortness of breath, vomiting. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2011 to 2012. Concurrent conditions included cyst, postpartum bleeding, smoker, abdominal pain, kidney stones, depression, right lower quadrant pain since (B)(6) 2015 and perineal pain. Family history included thyroid disorder (mother). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), incontinence ("incontinence"), abdominal distension ("painful bloating"), menstruation irregular ("irregular menses"), dysmenorrhoea ("painful menses"), migraine ("migraines"), weight increased ("weight gain") and dizziness ("dizziness"). In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced urinary tract infection ("urinary infection"). In (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection"). On an unknown date, the patient experienced haemorrhagic cyst (seriousness criterion medically significant), cystitis ("bladder infection"), headache ("headache"), nausea ("nausea") and female sexual dysfunction ("apareunia"). The patient was treated with surgery (removed during partial hysterectomy and bilateral salpingectomy), surgery (robotic assisted bilateral salpingectomy and hysterectomy, left ovarian cystectomy), surgery (removal of uterus, birth control pills eventual essure removal) and surgery (left ovarian cystectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, genital haemorrhage, haemorrhagic cyst, incontinence, abdominal distension, menstruation irregular, dysmenorrhoea, migraine, weight increased, dizziness, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and vaginal infection outcome was unknown and the pelvic pain, dyspareunia, headache, nausea and female sexual dysfunction had resolved. The reporter provided no causality assessment for haemorrhagic cyst with essure. The reporter considered abdominal distension, cystitis, device expulsion, dizziness, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, incontinence, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion cyst was previously 3.9 cm on CT. On (B)(6) 2015, CT scan done showed 3.9 cm right adnexal cyst but otherwise no abnormalities. Concerning the injuries reported in this case, the following one/ones were reported via social media hemorrhagic cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.